Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient began to experience difficulty moving her left leg and foot, following a drg system implant procedure and was subsequently admitted to the hospital. Follow-up information indicated the patient continues to have difficulty flexing the left foot and toes, but is able to ambulate and move leg. Patient continues to follow-up with physician.

Event description:
Follow-up information indicated the patient is no longer experiencing leg weakness.